Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl which was treated with glucose tablets. Customer¿s current blood glucose was 95mg/dl. Customer states that they experiencing blood glucose like 35mg/dl, 40mg/dl, 108mg/dl, 85mg/dl and then 82mg/dl. Customer performed troubleshoot for low blood glucose and found that drive support cap was normal. Customer advised to monitor the pump and blood glucose so blood glucose was 45mg/dl, 35mg/dl, 48mg/dl, 50mg/dl. Insulin pump will not be return for analysis.